Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that there was a power on reset (por). Troubleshooting could not be performed due to the type of patient programmer (pp) or type of error. No symptoms reported. The issue started about a week or 2 weeks ago. It was confirmed to be in (B)(6). The patient's doctor told the patient to contact a manufacturing representative (rep) with any questions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.